Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was in disconnected mode.the device remained without power despite plugging and unplugging the power connection. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the observed issues were related to scheduled maintenance activities for adventhealth zone 3. A technical support specialist dialed into all servers to validate post reboot tasks as per knowledge article pyxis es server reboot process and validation. Validation was completed with messages crossing correctly, extract transform load (etl) completing successfully, manual reports generating, and critical health sight viewer (hsv) notices reviewed following the reboot. Verified that the site was part of adventhealth zone 3 under account with ongoing maintenance. Customer was informed. Critical override and disconnected mode issues were resolved after maintenance completion. The system functioned as intended after the technical support specialist troubleshot the device.